Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, atrial tachycardia/atrial fibrillation episodes were stored and showed oversensing on the right atrial lead. Programming changes were discussed. Patient was stable.